Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 31-august-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the 3 way manifold was plugged so no wash was going thru the needle. The fse replaced the 3 way joint and ran patient samples. The results were acceptable. The fse calibrated and ran br qc. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for low total area was the 3-way manifold was plugged.

Event description:
On (B)(6) 2016, a customer reported low total area on the g8 instrument. The customer was not receiving the quality control (qc) results as a result of the low total area flag on the qc material. Patient samples were recovering with total areas >1500 and results were normal. The customer attempted to make a fresh qc material but this did not resolve the issue. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.